Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-19431. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a pelvic floor repair procedure (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat pevlic organ prolapse concurrently with a total hysterectomy. After implantation, the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, depression/anxiety and urinary/bowel problems. The patient underwent partial removal of mesh on (B)(6) 2011 due to pain, infection and incontinence.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.